Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after the initial engagement of the handle grip, it would not squeeze to advance the clips. Opened a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/01/2007. Evaluation summary: the instrument was returned in good visual condition. The instrument was cycled, fed and formed 11 conforming clips and three malformed clips, caused by advancer bypass issues. During the bypass issues, the trigger had to be manually assisted to open the jaws. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.